Manufacturer narrative:
Reported event: an event regarding altr involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019. This inspection indicated . Stem biological material and damage consistent with explantation observed on each side of the returned hip stem. Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. A material analysis has been performed. The report concluded: conclusion a continuous metal transfer ring was observed at the proximal end of the taper, indicating proper seating between the head taper and stem trunnion. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided . Further information such as, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further valuation is warranted, this record will be reopened.

Event description:
A patient who has did surgical procedure tha several years ago, but there is a suspicion of a pseudotumor in the combination of delta ceramic head and acholede tmzf, and the revision surgery was planned. Pseudo-tumor has confirmed in the proximal part of the fixed stem. Remove the head, stem and polyethylene liner and insert a new implant. Insert another size polyethylene liner, exeter stem and metal head.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
A patient who has did surgical procedure tha several years ago, but there is a suspicion of a pseudotumor in the combination of delta ceramic head and acholede tmzf, and the revision surgery was planned. Pseudo-tumor has confirmed in the proximal part of the fixed stem. Remove the head, stem and polyethylene liner and insert a new implant. Insert another size polyethylene liner, exeter stem and metal head.